Event description:
A bausch & lomb sales representative received a report from a physician where a patient experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The patient was seen in 2006 and was initially treated for a bacterial infection with zymar and vigamox. The patient's lenses, lens case and solution in the lens case tested positive for fusarium. The corneal scrapping culture was negative. The patient was subsequently prescribed amphotericin b drops and fluconazole. The patient had recovered with a scar near the central 4 mm of the cornea, but not within. The bottle of renu with moistureloc multi-purpose solution was forwarded to the centers for disease control and prevention.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.